Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient appears to still have some hearing perception with the device. Feedback from the patient can not be verified because of patient's disability. There is no swelling or redness at the side of implantation.

Manufacturer narrative:
Additional information: in accordance with the available information and the manufacturer's experience with this kind of device, it is assumed that the implant has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. Furthermore, damage to the reference electrode likely caused by continuous movements is suspected. Additionally, in situ measurements show two channels involved in a short circuit for yet undetermined reasons. To determine the exact root cause of the reported problems an investigation of the explanted device is necessary. A decision regarding explantation surgery has not been taken yet.

Event description:
Current in situ measurements reportedly indicate a device malfunction. However, the recipient seems to have still some hearing perception. There is no swelling or redness at the side of implantation. A decision has not been made with regards to re-implantation.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Furthermore, in situ measurements showed an increase of ground path impedance (gpi) over time, likely caused by bone growth around the reference electrode contacts. As the stimulator electronics no longer operates within specification the reported short circuit could not be found. This is a final report.

Event description:
Current in situ measurements reportedly indicate a device malfunction. However, the recipient seems to have still some hearing perception. The recipient continuously hits his head, but no specific recent trauma is known. There is no swelling or redness at the side of implantation. The recipient was re-implanted.